Event description:
Caller states the patient was tested with a hi (greater than 600 mg/dl) blood glucose on the inform system and 123 mg/dl on a comparison lab within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.